Event description:
On (B)(6) 2012, the patient contacted animas to report the pump history download was missing results that were less than 80 mg/dl. The patient claimed that results he obtained of 36 mg/dl, 40 mg/dl and 46 mg/dl were not shown on the pump history download while in the hcp office on (B)(6) 2012. On an unspecified date, the patient suffered the symptom of sweating, while lying on the floor. The patient received treatment from a family member and consumed glucose tablets, glucose drinks and food. His subsequent blood glucose readings were 180 mg/dl and 200 mg/dl. The patient did not seek any medical attention. Troubleshooting revealed the pump's date/time settings were correct. The issue was not resolved. The pump was requested returned to animas for evaluation. The patient allegedly suffered blood glucose readings and symptoms suggesting severe hypoglycemia while using the pump, and received treatment with glucose and food. Therefore, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The blood glucose data was downloaded using ezmanager and the bg log was showing values below 80 mg/dl, but did not show the alleged low blood glucose levels. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.